Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device between 5 and 24 hours. When the pod was removed, the patient noted blisters and purulent discharge coming from the site (leg). A new pod was applied and the patient went to the hospital. The patient was treated with antibiotics intravenously and was discharged from the hospital after three days.